Manufacturer narrative:
The customer¿s experience with bottle side pressure sensor was confirmed during lab testing. During testing, the returned sensors were installed in the bottle side sensor location of a lab pump module. Upon attaching the pump module to a test pcu, the alaris system alarmed displaying ¿check IV set¿. The pressure sensor voltages were then measured and found to be out of specification, measuring above 4.9 volts. Although an exact root cause was not identified, some possible causes noted from previous investigations for sensor failure have been attributed to damage, such as rough handling or excessive force during the cleaning process. CAPA reference: n/a. There was no patient involvement.

Event description:
The customer reported at least 15 bottle pressure sensor failures this year, with 5 of them occurring in the last month. This occurs at startup when the device is turned on. There was no patient harm.